Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The monitor reset during a pulse test. The cause for the reset was isolated to intermittent ouput from t2 and t3 inductors on the monitor defibrillator board. The root cause for the intermittent output from t2 and t3 inductors could not be positively identified. No adverse event resulted from the defective monitor.